Event description:
New information received indicates that the patient presented via remote transmission. The implantable cardioverter defibrillator (ICD) exhibited myopotential and t wave over-sensing oversensing. Programming changes were made. The patient was in stable condition.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited over-sensing issue. No further information was provided.